Manufacturer narrative:
.

Event description:
Procedure: wedge resection. Pt sex: unk. Reportedly, after approximating the lung tissue using the stapler the surgeon tried to fire, but it didn't work. Then the surgeon tried open jaws of the stapler and they didn't open. The surgeon used another egia between the uncompleted stapling portion and add'l tissue from the inside body. There wasn't any tissue damage or bleeding as a result. And the procedure was extended an add'l 15 minutes.